Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024 . The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the leg. The patient experienced a diabetic coma on (B)(6) 2024 . She was already in hospital when this happened because she had a hysterectomy done on (B)(6) 2024 . Her cgm reading before she got comatose was 153 mg/dl but the bg reading was 482 mg/dl. Nurses removed the transmitter and sensor and treated the patient with IV insulin 40 to 80 units per hour. The patient was feeling very tired, extremely nauseated, and dry heaving. At the time of the report the patient had recovered and felt good. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.